Event description:
It is reported that catheter had a little hole (and thus leakage) in wall of the catheter body or in wall of one of catheter hands. The holes are all close to catheter bifurcation.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.